Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(6) 2014, product ID: 4968-60 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report request to have the cardiac resynchronization therapy defibrillator (crt-d) deactivated as the patient was ¿trying to pass¿ and defibrillator keeps patient from passing. The spouse also noted "all of the wires break and corrode. It's been a nightmare". The leads remain in use. No patient complications have been reported as a result of this event.